Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk.

Event description:
It was reported that the customer had high blood glucose and the insulin pump drive support cap is protruding and the insulin pump is alarming and squirting the insulin out during the manual prime. Nothing further was reported.